Event description:
It was reported that the patient was admitted to the hospital with chronic heart failure and volume overload symptoms including lower extremity edema. A computed tomography (scan) revealed outflow graft compression due to biodebris accumulated between the out flow graft (ofg) and the bend relief. A subxiphoid out flow graft revision was performed on (B)(6) 2022. Additional information revealed that the patient presented with increasing dyspnea at home and fatigue. They were found to have rapidly increasing b-type natriuretic peptide (bnp) levels from a baseline of around 200¿400 up to 1045. Their chest x-ray also suggested some mild pulmonary congestion and they were admitted for acute congestive heart failure exacerbation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported extrinsic outflow graft obstruction could not be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. A direct correlation between the reported patient condition and heartmate 3 left ventricular assist system, serial number (B)(6), cannot be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G , contains the following information: section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.